Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; moisture in the battery compartment and behind the display; damaged battery compartment, response issues with up/down/ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: on examination, the keypad was fully intact without damage. On testing, the down arrow button had intermittent unresponsiveness. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Investigation confirmed the keypad/button complaint. Unrelated to the original complaint, there was visible moisture behind the display lens and the battery compartment was found to be cracked on the side extending from the case seal up towards the threads. A leak test was performed and a leak was found at the crack in the battery compartment. The pump case was removed and moisture was found throughout the inside of the pump case. Moisture corrosion was observed on the keypad flex connector. The display was found to be dim, faded, and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.